Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On 01/17/2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. During the onsite inspection, the medtronic representative reported that the issue could not be reproduced. The system's logs were sent to the manufacturer for analysis. A successful system checkout was performed which verified that the issue had been resolved. A software investigation was conducted to analyze the system logs where it was determined that this issue was caused by user error. According to the logs, after the system was started the e-stop was released, which allowed the motion controllers to continue with their power on selftest and autohoming. The selfttest and autohoming were interrupted/failed continuously due to pendant button presses by the user; the selftest and autohoming eventually completed. However, interrupted selftests caused a loss of home on the gantry motion controller. When the user was prompted to 'press m to calibration motion ...", the m button was not pressed long enough to complete the homing process. Homing of the gantry motion controller could take more than 60 seconds depending on the position of the rotor axis, but all the attempts to home the gantry motion controllers were less than 10 seconds and homing did not complete. The gantry motion controller was homed in subsequent power cycle of the system and required 'm' button to be pressed down for about 65 seconds.

Event description:
A medtronic representative reported that after performing a motion calibration, only the lift and shift feature was working. The site restarted the system which resolved the issue. No patient was present during the time of the reported incident.